Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed one other similar product complaint file(s) from this lot. (B) (4).

Event description:
It was reported that the device leaked.